Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles in the shell, flat creases, three curved openings on radius, and brown particles in the fill channel. Leak test and microscopic analysis was performed which identified: three striated openings on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings on radius assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.